Event description:
The customer has a vague report of secondary antibiotics taking longer to infuse that expected. No specific pt or event info given. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. The customer reported the product was discarded. The customer complaint of secondary antibiotics taking too long could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.